Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
The patients left hip stem was loose and became painful. The surgeon removed the stem and revised it to a fully coated size10 restoration ha 205mm. It was noticed in clinic when patient presented with pain and the subsequent bone scan, lit up showing the loose prosthesis.